Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the device, which was returned with the protective sheath intact. Functional testing revealed there was difficulty in removing the protective sheath. A review of the complaint handling database found two similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Corrective and preventive actions have been address per quality system protocol.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, moderately calcified, mid right coronary artery. After predilatation with a non-abbott balloon catheter, a non-abbott stent was placed. Postdilatation was to be performed with the 3.5x15 mm nc trek balloon catheter; however, after removal of the device from the packaging, the protective sheath could not be removed. A non-abbott balloon catheter was used for post=dilatation successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.